Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra system 3max reperfusion catheter. During the procedure, the physician advanced the 3max catheter through a penumbra system 5max ace reperfusion catheter and attempted to aspirate thrombus using a syringe. The 3max catheter was then removed, and upon removal it became stretched. A new 3max catheter was used. The physician aspirated using a syringe and again, the 3max catheter became stretched upon removal. The procedure successfully continued using a new 3max catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00311. The hospital discarded the device.